Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th and 21st-24th distal stent wraps with struts raised, bunched and overlapping. Although stent meets od dimensional measurement criteria the stent deformation confirmation is based on the failed visual inspection ¿ stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, moderately calcified lesion with 90% stenosis in the mid lad. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues. The lesion was pre-dilated with a 2.5 x 20 mm sprinter balloon catheter. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that a stent strut lifted up after trying to advance the lesion. An ebu 3.5 6f guide wire was used. After pre-dilation the stent failed to cross the lesion, a guide extension catheter was used but the stent still would not cross. The physician then removed the stent and noted it to be deformed. The procedure was completed by pre-dilating with a 2.75 x 15 mm nc euphora, delivering another resolute onyx of the same size and post-dilating with an nc euphora 3 x 15 mm. No patient injury is reported.